Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis event which was manifested by cloudy fluid and stomach pain. The cause of the event was unknown. On an unreported date, the patient was hospitalized for the event. The patient was treated with amikacin injection (250mg, once a day, route and duration were not reported) and forelac capsule (4 times a day, dosage, route,and duration were not reported) for the peritonitis. At the time of this report, the patient was discharged and was recovered from the event. Pd therapy was ongoing. No additional information is available.